Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 the service technician was unable to reproduce the issue. No fault codes found in log. Since the data acquisition (da) printed circuit board assembly (pcba) have been changed a year ago to solve the same issue, this one have been determined not to be the issue this time. Also that there is no fault code in log seems that it is not operational issue but "false positive" type of issue with pressure instead. The service technician replaced the solenoids and completed preventive maintenance with verification measurements completed. Everything was within ranges and operations are as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported unit does not stay in stand-by. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.